Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, after the closure device was deployed and during position assessment, a mobile thrombus was noted on the was sheath. The closure device was released, and the was sheath was removed. There were no patient complications.